Manufacturer narrative:
One kangaroo e-pump was received for evaluation. The reported symptom was verified. After powering up the unit under testing, the device was observed to have a blank display and no audio. Upon further inspection of the main pcba, the voltage regulator vr7 was observed to have signs of fluid ingress and corrosion. Damage to vr7 will cause both no audio and a blank display since both the buzzer power switching circuit and the contrast pin of the display connector are powered by the output of the voltage regulator. The root cause of the reported symptom was fluid ingress due to customer misuse. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit with no specified issue. Upon triage, service found that the unit had a blank display and no audio.